Event description:
A physician reported a pt who was treated with two formulations of collagen into the glabella and nasolabial folds on 24 april 1997. On 1 may 1997, the patient developed erythema, lumpiness, pruritus, moderate severity at all treatment sites. On 10 may 1997, the physician noted the treatment sites were red and lumpy and recommended antihistamines. On 22 may 1997, the nasolabial folds and test sites were red and lumpy. The physician believed the pt had developed a classic hypersensitivity; 1% hydrocortisone was prescribed. On 29 august 1997, the pt's husband alleged the symptoms had not substantially improved; there was persistent swelling etc at the treatment sites.